Manufacturer narrative:
Preliminary visual evaluation of the digital photographs that were provided by the facility did show tego component damages. The photographs however were inconclusive in identifying the potential cause(s) of the noted component damage. Device return: multiple shipments totaling six used tego connectors (unknown lot#) and five pkgd. Tego samples from multiple lot numbers have been received. Qe investigation is in progress.

Event description:
Complaint received reporting leakage issues with use of unspecified dialysis set-ups and d1000 tego connectors. The initial information received reports ".. Problems with .. Tego caps failing. They seem to fall apart and end falls off after capping off the patients and sending them home. This then is noticed when patient begins leaking blood from cap at home. Inspection shows the entire end covering is gone leaving the catheter lumen open. ..." Follow up information received reports ".. (Tego) cap is use during the treatment and changed weekly... The tegos appear to be degraded with the plastic/transparent covering falling off, leaving an open end to the cap. " as an interim measure facility is modifying current usage as follows "..do not cap off lines with tego connectors at this time. Use blue dead end caps to place at the end of treatment and then removing before treatment begins. To dialyze, we are going to connect direct to the catheter lumen. Alcohol wipes and dry time remain the same. .. For crrt patients do not use tegos to cap off the line between treatments. But ok during to leave during treatment and observe for leaking. "

Manufacturer narrative:
Device return: a total of seven (7) used tego connectors (lot# unknown) ; five packaged tego connectors one each from lot# 3269594; 3278966; 3293930; two from lot# 328520; one used bd 3ml syringe. Engineering testing & analysis: visual inspection of the as received used tego connectors recorded various component damages (torn/missing silicone; thread post tears) on three of the used tego connectors that were returned. Eleven of the returned tego units were each pressure leak tested. The results recorded no leakages; failures. The one returned "as-received" used damaged tego connector that was missing the silicone seal could not be tested. Findings: testing and analysis of the returned tego connector recorded no leakages and or performance issues with eleven of the returned tego connectors that were able to be tested. The exact cause(s) of the tego component damages documented on three of the returned complaint units although unknown appear to be a result of incorrect usage/handling.

Event description:
Complaint received reporting leakage issues with use of unspecified dialysis set-ups and d1000 tego connectors. The initial information received reports ".. Problems with .. Tego caps failing. They seem to fall apart and end falls off after capping off the patients and sending them home. This then is noticed when patient begins leaking blood from cap at home. Inspection shows the entire end covering is gone leaving the catheter lumen open. ..." Follow up information received reports ".. (Tego) cap is use during the treatment and changed weekly... The tegos appear to be degraded with the plastic/transparent covering falling off, leaving an open end to the cap. " this is the mfgers. Follow up report to provide additional information and the device return investigation results.